Event description:
At approximately 7:30 a.m., 1/7/92, patient was found to be disconnected from the lp-6 ventilator tubing at the trach tube. The low-pressure (apnea) alarm was not alarming due to excessive moisture build-up in the arc-6000 heat-moisture-exchanger (hme). The hme had been in use for approx. 44 hours and had been checked by respiratory technician (mike barnes) at 6:09 a.m. At that time the alarms were checked and were operating properly. Checkout of the ventilator showed the low pressure alarm set at 18c. Of h20 pressure. With the ventilator tubing disconnected from the patient the pressure manometer showed 18-20 cm's of back pressure (just over the low-pressure setting)thus keeping the ventilator from alerting staff to the emergencydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination, other. Results of evaluation: none or unknown, incorrect technique/procedure, caused by another drug/device, invalid data. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.